Event description:
Unable to connect patient to the phillips monitor. Staff made aware. Unable to resolve the issue. Per staff, the problem would not be solved by moving the patient to a different floor.